Event description:
A valiant stent graft system was successfully implanted for the emergent endovascular treatment of a 6.7 cm diameter thoracic aortic aneurysm in zone four. The diameter of non-aneurysmal proximal neck was 25mm and the length was greater than 20mm. The diameter of non-aneurysmal distal neck was 34mm. It was reported that the patient¿s condition had deteriorated and after consulting with the patient¿s family, it was decided to monitor the patient. One day post index procedure, the patient passed away. The physician stated that the patient initially had an infected aneurysm and the vessel tried to return to its original shape after tevar, which led to occurrence of endoleak. Therefore, there is no causality with the relevant device.

Event description:
Additional information was received. It was reported that the physician assessed the death as not device or procedure related. The cause of the death is unknown. The type of endoleak that was previously reported was a distal type I endoleak.

Manufacturer narrative:
(B)(4).